Event description:
A malfunction shutdown was reported where the pump completely stopped working. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow up, no additional information was received regarding the outcome of the event.